Event description:
Subsequent to the previously filed report, additional information was received: the patient had baseline normal sinus rhythm prior to procedure. The 25mm amplatzer amulet occluder had to be re-sheathed once due being in an unsuitable first position, the second attempt with a deeper positioning delivered a good result. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The patient was prescribed a regimen of 1.25 mg per day on 29 december and had the dose subsequently increased to 2.5 mg per day on (B)(6) 2023. On (B)(6) 2023, the rhytmologic consultation was done. The patient was stable and discharged at the time of report. The cause of the patient's atrial fibrillation is believed to be from a relapse of the patient's previous atrial fibrillation. There was no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of atrial fibrillation and patient experiencing palpitations was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2022, it was noted that the patient had developed atrial fibrillation and was experiencing palpitations. Rhytmologic consultation is planned. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.